Event description:
It was reported that during an ent procedure at the healthcare facility, an inaccuracy was reported when the patient was registered first with profess and then with cranialmap express. It was reported that the use of navigation was aborted. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the evaluation, the quality of the CT images was identified as a potential cause of the reported information.

Event description:
It was reported that during an ent procedure at the healthcare facility, an inaccuracy was reported when the patient was registered first with profess and then with cranialmap express. It was reported that the use of navigation was aborted. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.